Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation but x-rays were reviewed. X-ray review: "post op x-rays from t11-ilium show vertebrae placed with substantial residual deformity.the rod is noted to be out of the superior screw heads on the convex side of the scoliosis.the rod does not appear to be properly contoured for the uncorrected deformity and this is the likely failure mode."

Event description:
It was reported that patient with preoperative diagnosis of neuromuscular scoliosis, paraparesis underwent fusion procedure at levels th11-iliac. On unknown date, post-op, the set screw got disconnected from the illiac connector.on (B)(6) 2017 a revision surgery took place where it was explanted. The rod had been slipped out and translated from screws. No malfunction reported with rod. The surgeon replaced the cocr rods with ti alloy rods for more flexibility on patient fusion. Changing body position(increased kyphosis) was reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during follow up that this relevant set screw didn't loosen.